Manufacturer narrative:
Cultures of the wound were collected at the time of explant and later returned the presence of group d strep family (enterococcus faecalis). This type of bacteria is generally found in the digestive system and thus is unlikely to have originated from the nalu system or its components. Infection is a known inherent risk of invasive procedures.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2023. On 17oct2023 the firm was made aware of surgical wound dehiscence with possible infection. Patient was placed on antibiotics and planned for irrigation and closure of the wound. When the patient arrived for the planned cleaning and suturing, the physician elected to remove the system. A fully system explant was performed on (B)(6) 2023 and patient was referred to wound care for continued treatment.